Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the philips intellivue information center (piic) classic display was frozen. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported that the philips intellivue information center (piic) classic display was frozen. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.